Event description:
It was reported rocephin (1gm/50ml) was programmed manually using guardrails to infuse at a rate of 100ml/hr over thirty (30) minutes. It was alleged the infusion finished within minutes. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported rocephin (1gm/50ml) was programmed manually using guardrails to infuse at a rate of 100ml/hr. Over thirty (30) minutes. It was alleged the infusion finished within minutes. There was patient involvement but no harm. Bd received additional information. It was reported to bd representatives during a site visit that "the incident occurred during dayshift in the medical- surgical unit. [Nurse], an experienced travel nurse, was assigned to the patient that day. A 1000ml bag of normal saline was hung as the primary line, with a rocephin (1g/50ml) bag piggy backed into the normal saline line and it was attached at the smartsite valve directly above the alaris system. Additionally, a separate primary line was hung for a magnesium sulfate infusion, which was y-sited into the normal saline line at the smartsite valve closest to the patient. The rocephin infusion was programmed manually using guardrails to infuse at 100ml/hr. Over 30 minutes. [Nurse] could not recall the infusion rate of the magnesium sulfate at the time of the event. Per hospital protocol, the normal saline infusion on the primary line was turned off when the rocephin infusion began. Once the piggyback infusion completes, the hospital protocol is to turn the normal saline line back on to serve as a flush bag. [Nurse] stated that the alaris system device was positioned at the patient¿s heart level, and the drip chamber was less than 2/3 of the way full. [Nurse] also stated that she did not notice any movement in the drip chamber of the IV tubing prior to starting the infusion. After starting the rocephin infusion, [nurse] checked the drip chamber to verify the flow rate, as part of her routine nursing practice. She observed that the drops in the drip chamber appeared to be moving significantly faster than the programmed infusion rate and that there was no backflow of fluid into the primary line, based on her assessment. She monitored the infusion for a few minutes before recording a video of the event on her cell phone. Heather stated that she did not observe any visual damage to the pump module at the time. She immediately removed the alaris system set up from the patient bedside and reported the incident to biomed. There was patient involvement, but no patient harm reported. The normal saline tubing and rocephin IV tubing were both discarded into the garbage. She then replaced the entire alaris system device set up and hung new IV tubing and IV bags for both the normal saline and rocephin." The primary tubing used is the bd alaris pump infusion set (ref # (B)(4). The secondary IV tubing used is the baxter clearlink system, secondary medication set with duo-vent spike.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, medical device catalog #, unique device identifier (UDI)#, medical device serial #, medical device model # additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of rocephin was not confirmed during a review of the log or replicated during testing of the suspect pump module. ¿ thorough laboratory testing performed on the suspect pump module found the pump module performing within specification and having no errors or malfunctions. ¿ during testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. ¿ inspection of the suspect pump module did not observe any existing issues that may have been a contributing factor for the reported issue. ¿ upon completion of testing, the suspect pump module was disassembled for an internal inspection. The pumping mechanism was removed from the bezel and was inspected. ¿ the bezel assembly date code was noted as october 2024 making the part less than one (1) year old and is not recall affected. ¿ there were no other issues or anomalies identified during the inspection of the suspect device. ¿ the logs show that on (B)(6) 2024, the suspect pump module s/n (B)(6) was connected to the pcu s/n 16903026: ¿ the pcu was powered on at 12:09 pm, and the accumulated primary and secondary infusion volumes were 55.18ml and 230.064ml, respectively. ¿ at 12:13 pm, a primary infusion with normal saline was programmed at a rate of 100ml/h and a vtbi of 20ml. A secondary infusion with ceftriaxone at 1g/100ml was also programmed at a rate of 200ml/h and a vtbi of 100ml. ¿ at 12:14 pm, changes were made to the programming of the secondary infusion, adjusting the rate to 100ml/h and the vtbi to 50ml. The secondary infusion was completed at 12:44 pm, with primary and secondary infusion volumes of 55.18ml and 280.953ml, respectively. ¿ the primary infusion started and was completed at 12:56 pm, with a pvi of 75.201ml. ¿ finally, at 1:01 pm, the pcu was powered off, recording a total volume infused of 357.848ml for the combined total of the infusions. ¿ per the recorded event log details, the secondary infusion completed as programmed, within approximately 30 minutes and the primary infusion completed as programmed within approximately 12 minutes. ¿ the facility reported using rocephin, but when replicating the key presses on the suspect device, ceftriaxone was selected, which is the generic name. The logs indicated a secondary infusion of 1g/100ml, while the facility reported 1g/50ml. ¿ a review of the pcu error logs showed no records associated with the reported incident. ¿ it was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: 17083818 (w/o: 01785737) please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of rocephin was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.